Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon firing on the appendical stump during a laparoscopic appendectomy, there was poor staple formation and the distal staple line was incomplete. Another reload was used to complete the case. There was no patient injury.